Manufacturer narrative:
Reliability analysis inspected one open/used enlite sensor and found the sensor cannula retracted inside the sensor. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when sensor was inserted into customer, customer reported of not feeling it. When sensor was removed, it was reported that electrode was missing.